Manufacturer narrative:
No patient was present during event. The medtronic representative downgraded the software to version 1.3 and there were no further issues.

Event description:
A medtronic representative reported that the fusion 2.1.0 software is slow and freezes during navigation. After the system was rebooted, it skipped the login screen and moved directly to navigate. They also saw navigation in one quadrant, but then red crosshairs in the other three until they caught up to live navigation. There was no patient present.